Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments and analyzed. No anomalies were found. There was blood/body fluid (not obstructed). The outer insulation was melted and had environmental stress cracking. There was apparent explant damage.

Event description:
It was reported that the left ventricular lead had no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.